Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced high blood glucose. Customer stated, he had changed the infusion set five times and the blood glucose level would not go as low as expected. Customer stated that his blood glucose has gone up to 400 mg/dl and currently was 199 mg/dl but he normally keeps it around 70 mg/dl. He had treated with manual injection. The customer did not forget to fill the cannula dead space after removing the introducer needle and did not program another prime. Customer had recently changed the basal rate setting due to the high blood glucose. Customer stated the insulin pump was exposed to a magnetic field; the displacement test was performed and it passed. During troubleshoot; it was stated, the drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. A tubing clamp would be sent and customer would call back to perform the high pressure test.